Event description:
It was initially reported that the pt had relocated and needed a refill. It was also noted that the pump was "failing and needed to be replaced sometime as well". The drugs infused were dilaudid and bupivacaine. Pt complaints included, "sitting in the car for long distances was really hard". It was later reported on (B)(6) 2011 that a volume discrepancy had occurred: actual residual volume was greater than the expected residual volume. Specific values for volumes were not provided but it was stated that it has been happening for last few refills: "residual volume has been slowly increasing over last few refills". In addition, it was noted that one of the reasons for getting the pump replaced was possibly related to battery depletion. Return of symptoms, especially pain was also reported.

Manufacturer narrative:
(B)(4).